Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. Date of event: date of event was estimated to be (B)(6) 2019. As the event was reported to have occurred sometime in (B)(6) of 2019. User facility medwatch report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a user facility medwatch report from the FDA (us food and drug administration), that while in use this 980 ventilator alarmed and presented the message "back up vent in progress, buv (back up ventilation) mode active." Although it is unknown if the patient was transferred to another ventilator no patient harm was reported.